Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological. According to the reporter: the patient underwent a repair for treatment of a pelvic organ prolapse. Allegedly, the patient experienced damage to an organ system and pain. Patient has undergone or will undergo corrective surgery or surgeries. Ref importer (B)(4).